Event description:
Motor driver board failure on walkaway-96si caused carousel to slip during barcode read. The instrument mapped several panels to the wrong tower and continued to process them. Although the system displayed an exception which alerted the customer, the potential existed for storing the wrong panel data to an incorrect pt specimen record in the data management system.